Event description:
Revision surgery - broken stem on tibial poly due to patient wear.

Manufacturer narrative:
Very little information received from surgeon and sales agent. Encore will continue to request the needed information. A follow-up report will be submitted when addition information is received.